Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'vext_ref out-of-range'. Mechanical ventilation was not possible. No report of patient involvement.

Manufacturer narrative:
The initial MDR 2112667-2016-00111 submitted for this event was filed in error as it was a duplicate of MDR 2112667-2016-00113.